Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken main tube approximately 10" from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver (nd) instrument had a broken tip. The procedure outcome was unknown.